Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. The erroneous initial sample results were reported outside of the laboratory to the physician. The physician had the patient go to the emergency room the next day based on the results. A new sample was collected in the emergency room and the results from this sample were normal. The original sample was then repeated and the repeat results were believed to be correct. The repeat results matched the normal status of the patient. The sample initially resulted with an na value of 114 mmol/l on (B)(6) 2018, which repeated as 141 mmol/l on (B)(6) 2018. The sample initially resulted with a cl value of 138 mmol/l on (B)(6) 2018, which repeated as 103 mmol/l on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the flow path was possibly clogged. He decontaminated the flow path and replaced a probe. He verified the operation of the analyzer. The customer ran controls.